Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure the tissue pad on the first device fell off after the device was removed from the patient. Another device was used to complete the procedure. There was no patient consequence. Device to be returned for analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.